Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with heavy calcification and moderate tortuosity. A 3.50 x 15mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion; however resistance was met with the anatomy. Then during the first inflation the balloon ruptured at 16 atmospheres (atm) due to anatomical challenges. The bdc was removed and a non-abbott balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.